Event description:
As reported by the user facility: #(B)(4). Over infusion of chemotherapy 5fu-. Pump programmed to run 1114ml at 46.4ml/hr.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for evaluation. The volumetric accuracy was tested three times with a rate of 46.42ml/hr and 861ml volume to be infused. The results were all within specification at 853ml, 851ml and 850ml with no free-flow observed, door closed or opened. In all three instances the tests completed with no interruptions or errors. A review of the pump's log revealed the last recorded infusion in the log was on (B)(6) 2012 at 13:35:11. The log indicates the drug library was used to program an infusion of fluor 24 (drug name) with a volume to be infused of 1114.0ml, a time set of 24:00hh, dose rate set at 81.670 mg/hour and a rate of 46.42 ml/h. At 13:36:03 the infusion was started then at 13:36:11 the pump pressure was set to pressure level: 5. Immediately after the pressure change, a pressure alarm occurred and the infusion stopped with no 0.00ml of drug infused. At 13:36:15 the pressure alarm was turned off. At 13:36:18 the infusion was re-started with no change in rate. The infusion continued to the next day, (B)(6) 2012. Then on (B)(6) 2012 at 11:57:43 an air bubble alarm occurred and the infusion stopped with a total volume infused of 1037.73ml or 100.0% of the expected volume. At 11:59:14 the alarm was turned off and the "disconnect patient" message was displayed. At 12:01:35 the pump was placed on standby and the pump was not used for the rest of the day. The infusion stopped due to an air pressure alarm with 1:39 hours and 76.27ml to go for the programmed infusion. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device manufacturer.